Manufacturer narrative:
The ge svc rep conducted an onsite investigation. The reported problem could not be duplicated. The high voltage cable assembly was replaced. The sys was tested and operates as intended.

Event description:
The customer reported that the sys would not display an image. No pt injury was reported.